Event description:
Information rec'd indicates the left siderail will not lock in the raised position.

Manufacturer narrative:
The technician found the siderail latch plate was bent which prevented the siderail from latching. He reattached the latch plate to repair the bed.